Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet system, described by the user as feeling weak and thirsty, and no device alerts or alarms were reported. Customer care provided support that included outreach to collect additional event and blood glucose details which the user declined to provide further information or a follow-up call. Investigation of this case revealed that the cause of the hyperglycemia could not be determined due to insufficient event details and no reported device malfunction or alarm activity. Symptoms included weakness and thirst consistent with hyperglycemia. Outcomes included no reported hospitalization, medical intervention, or long-term impairment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.